Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the PICC worked well for chemical therapy. In 2009, the leakage was found at the connector. The connector was replaced. During the maintenance, the catheter was found to fall into the body. Under dsa, the catheter was taken out with catcher. The catheter was integrated.